Event description:
Patient reported that there is a black line that has developed on the screen of the blood glucose monitoring device and it is getting worse. Patient stated the measurement results are not affected. On (B)(4) 2013, preliminary evaluation confirmed the meter for a display defect; a thick vertical line appears on the middle of the meter display screen. It was observed that the location of the line on the display does distort the last digit of the blood glucose reading and bolus results during the simulation test; therefore misinterpretation is possible. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Manufacturer narrative:
Iu confirmed the meter for display defect; a thick vertical line appears on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the last digit of the bg and bolus results during the simulation test; therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid lines appear on all screens and during performance testing. Failure analysis indicated that the meter's lcd was defective due to a crack in the flex pc board (fpc) causing the display failure. Additional finding: : iu observed that the back rubber grip is detached from the meter at both left & right; at the bottom right and top left sides. Failure analysis indicated that the protective coating was pulled away from the meter and there are multiple scratches on the housing surrounding the affected area. The defective housing appears to have been damaged by mechanical abrasion. Due to the condition of the returned meter it has been concluded that the damage did not originate from the manufacturing process, and has been determined to be a result of customer mishandling. Additional finding: iu observed multiple scratches on the back label, the label is peeling from the right and left bottom edges, but serial number is completely readable. The labeling showed signs of wear. Failure analysis indicated that there were multiple scratches on the label, the label was peeling from edges and the labeling showed signs of wear. The defective back label appears to have been damaged by frequent cleaning with aggressive cleaning solution and/or mechanical abrasion. Due to the condition of the returned meter it has been concluded that the damage did not originate from the manufacturing process, and has been determined to be a result of customer mishandling. The customer's allegation of defective display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation and the failure analysis result of the customer's allegation.